Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 60% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. A 10x40x75 epic¿ vascular stent was deployed to the target lesion. After stent deployment, the wire was left in order to place another stent. A 9mmx6cm epic¿ stent was advanced, however, resistance was encountered in the previously placed 10x40x75 epic¿ vascular stent. The 9mmx6cm epic¿ stent was withdrawn, and fluoroscopy was performed which confirmed that the marker position of the 10x40x75 epic¿ vascular stent was different as usual as a portion of the stent was damaged. Then the 9mmx6cm epic¿ stent was advanced and deployed to cover the whole unnatural part of the stent marker and post-dilation was then performed with a 9mm mustang balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.